Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description: 70 mins into treatment, leak in heparin line noted, blood returned, new setup done, tx resumed without further issue. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Three (3) photographs were provided for evaluation. A visual evaluation was performed, and it was noted that the blood set was leaking from a bonded joint area. Photographs also depict the set loaded in the pump leaking. Based on the evaluation results, the reported defect of leakage was confirmed. Incidents of this nature are attributed to operator oversight during the solvent application process. Although our training procedures ensure all our employees are properly trained in their areas of responsibility, an oversight on the part of the operator can attribute to an incident of this nature. As a result of this occurrence, a quality notification and retrain were generated for all associates involved in the solvent application process. Retained units were evaluated and passed the internal testing. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.